Event description:
The customer reported to olympus the light source was not working. The issue occurred upon inspection, prior to a therapeutic myringoplasty procedure. The customer received a spare lamp error with the indicator blinking, the xenon lamp did not work, so the customer shifted to the spare lamp and a yellow light was visible. The procedure was completed with a similar device with no significant delay and no patient harm.

Manufacturer narrative:
The device was returned to an olympus regional service center for evaluation and the customer's allegation was confirmed. The device evaluation found the spare lamp indicator was blinking. In this case, the emergency lamp was on but xenon the lamp was not igniting. Due to a faulty converter (power supply). Additionally, the device evaluation found the high function was not working on occasion due to a faulty hinge assembly on the scope socket. Dust was found inside the equipment, a gasket on the front panel chassis was found deformed, and the olympus label was worn off the front panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the main lamp went off due to converter failure, and spare lamp blinked due to lightning of spare lamp. Olympus will continue to monitor field performance for this device.